Event description:
The customer reported that while the iabp was in use on a pt, the ECG and pressure signals were lost and the iabp stopped pumping for about 4 minutes. The patient deteriorated quickly and "essentially coded." The customer stated that all connections were checked and the iabp was put in pressure mode but it still did not work. The customer put the iabp in auto mode from manual, pressed "start" and the iabp started to pump. Therapy was continued on the same iabp. The customer stated that the ECG and pressure signals reappeared on screen and that the ECG leads were replaced prior to the iabp restarting. The pt was in critical condition. A few days later, the pt expired, however, the customer does not attribute the patient's death to the iabp.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. If functioned normally and was returned to the customer. (B)(4).